Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a shock and was unable to use their transmitter to send a transmission. The physician attempted to obtain a remote transmission. The physician was unsuccessful from obtaining a transmission from the implantable cardioverter-defibrillator. The patient presented in clinic. Programming changes were made, and the radio frequency (rf) telemetry was turned back on. The rf communication was functioning. The patient was stable.

Event description:
Additional information received noted that the initially reported shock was appropriate device function, but the shock was for atrial fibrillation/atrial flutter. Programming changes were made. The patient was stable.